Manufacturer narrative:
Device return: one used "partial" 46112-05 mtg. Kit consisting of the kits safeset syringe and the proximal 4-way stopcock, and one packaged 46112-05 same lot# 300412 sample. Visual inspection (pre and post decontamination) of the "as received" used 46112-05 partial segment recorded the pressure tubing was separated from the red female luer. Engineering assessment of the 46112-05 affected components recorded there was an insufficient amount of solvent applied on the tubing and the male luer. Additionally, the tubing solvent ring showed the tubing was not fully seated in the tubing luer pocket, there was inadequate insertion depth. The root cause of the component separation was attributable to the mfg. Assembly process. Functional and performance testing of the returned unused 46112-05 mtg. Kit same lot sample to the applicable product specifications was also performed. The results recorded no performance and or out of spec conditions. Findings: visual analysis of the returned used 46112-05 mtg. Kit segment confirmed the reported product issue. The root cause of the component failure was attributable to the manufacturing assembly/bonding operations. Engineering testing of the returned packaged 46112-05 same lot sample recorded the device /components met product specifications. Based on the investigation findings a multi discipline continuous improvement team has been formed to perform in-]depth analysis and investigation of these types of intermittent assembly bonding issues. A review of the applicable design, materials, and involved manufacturing and equipment processes was conducted. Detailed reviews of previously implemented improvements relating to assembly bonding operations, equipment and employee training programs were performed. Functional data obtained from production lots and engineering studies were reviewed. No trends/failures in performance were found. Current status: the initial engineering efforts and team investigations of this component assembly bonding processes recorded mixed findings that were inconclusive. Additional investigation activities and engineering efforts are in progress. Interim measure: ICU medical has implemented 100% nondestructive pull testing and 100% leak testing followed by visual inspection. Current builds reflect these additional heightened testing and inspection processes.

Event description:
Complaint received reporting disconnection/leakage issues with use of one 46112-05 transpac arterial safeset IV trifurcated mtg. Kit. It was reported that during patient monitoring "..disconnection of pressure tubing from red luer ... . Location of the separation is on the distal side of the distal side of the zeroing stopcock.". There were no reported patient injuries or adverse consequences. The 46112-05 mtg. Kit was in use approx. 4 hours when the issue occurred, the device was removed and replaced. Additional event/usage information although requested is unavailable. Device return: one used "partial" 46112-05 mtg. Kit consisting of the mtg. Kits safeset syringe and the proximal 4-way stopcock on the mtg. Kits arterial line and one packaged 46112-05 same lot # 3004142 sample. This is the mfgers. Follow up report to provide the device return investigation results/findings.

Event description:
Complaint received reporting disconnection/leakage issues with use of one 46112-05 transpac arterial safeset IV trifurcated mtg. Kit. It was reported that during patient monitoring "..disconnection of pressure tubing from red luer. Location of the separation is on the distal side of the distal side of the zeroing stopcock.". There were no reported patient injuries or adverse consequences. The 46112-05 mtg. Kit was in use approx. 4 hours when the issue occurred, the device was removed and replaced. Additional event/usage information although requested is unavailable. Device return: one used "partial" 46112-05 mtg. Kit consisting of the mtg. Kits safeset syringe and the proximal 4-way stopcock on the mtg. Kits arterial line and one packaged 46112-05 same lot # 3004142 sample.